Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿defibrotide was ordered to run over two hours but instead ran over one hour and 20 minutes. I hung the defibrotide and programmed the right kilograms of the patient, the right amount of milligrams and set it to run over two hours. The patient did not complain of any pain, discomfort, or any new changes after the dose was given. I notified the hospitalist, and also notified pharmacy. Pharmacy stated that there were no adverse affects or indications of the med running too fast that they knew of." An incomplete date of event of (B)(6) 2020 was provided.

Manufacturer narrative:
Additional information provided: short description.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿defibrotide was ordered to run over two hours but instead ran over one hour and 20 minutes. I hung the defibrotide and programmed the right kilograms of the patient, the right amount of milligrams and set it to run over two hours. The patient did not complain of any pain, discomfort, or any new changes after the dose was given. I notified the hospitalist, and also notified pharmacy. Pharmacy stated that there were no adverse affects or indications of the med running too fast that they knew of." An incomplete date of event of (B)(6) 2020 was provided.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿defibrotide was ordered to run over two hours but instead ran over one hour and 20 minutes. I hung the defibrotide and programmed the right kilograms of the patient, the right amount of milligrams and set it to run over two hours. The patient did not complain of any pain, discomfort, or any new changes after the dose was given. I notified the hospitalist, and also notified pharmacy. Pharmacy stated that there were no adverse affects or indications of the med running too fast that they knew of." An incomplete date of event of xx-mar-2020 was provided.